Manufacturer narrative:
The device was not returned.

Event description:
Cayenne medical was notified on (B)(4) 2016 that a quattro suture needle tip broke off during a case. It was also reported that the broken piece could not be retrieved and therefore, was left in the patient.